Event description:
Eight months afer undergoing a (pci). Percutaneous coronary intervention, the pt was admited with a 75% and 60% in stent stenosis of the mid/proximal left anterior descending artery. The lesions were without thrombus, and the timi flow was three. The lesions were treated with pci, and after the procedure, the pt recovered. The event was related to the procedure. This pt in the dessert study experienced restenosis and myocardial infarction post implantation of a 2 bx sonic stents. Restenosis and mi are potential adverse events associated with coronary artery stenting. The dessert study examines restenosis rates of diabetic pts receiving either a cypher or bx sonic stent. No other pt history is available. One stent was implanted in the pt's mid-lad and one stent was implanted in the pt's proximal lad. No details regarding the index procedure or vessel/lesion characteristics were provided. The restenosis was detected after the 8-month follow-up angiography. Treatment included further stenting the pt was reported to have "recovered". Approx 7 wks after, the pt was readmitted with chest pain.